Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported by sale rep that surgeon informed patient need to go for change of insert due to infection.

Manufacturer narrative:
The following devices were also listed in this report: scorpio nrg ps femoral #6 left; cat#: 81-4406l; lot#: ty01km. Series 7000 standard tibia; cat#: 7115-0005; lot#: t81w5e. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Reported event: an event regarding infection involving a scorpio insert was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as product was not returned. Clinician review: a review of the provided medical records by a clinical consultant stated the following comment: event: event date: on (B)(6) 2021. Event description: it was reported by sales rep that surgeon informed patient need to go for change of insert due to infection. Implants involved: scorpio nrg x3 ps size #5 10mm. Anatomic site: knee. Materials reviewed: 04/08/2021: stryker report. Undated/unlabeled: x-ray knee ap. Scorpio style cemented tka. No obvious abn. Confirmation: the event cannot be confirmed without additional medical records. Root cause: the root cause cannot be determined as the event could not be confirmed. Device history review: review indicated the devices accepted into final stock from the reported lot were free from discrepancies.   Complaint history review: there have been no other similar events for the lot or sterile lot referenced. Conclusion: the event could not be confirmed as insufficient information was provided.. Further information such as pathology repots, return of the device, pre- and post-operative x-rays, primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. All stryker products sold as sterile are validated to a minimum sterility assurance level (sal) of 10^-6 in accordance to applicable iso standards. The exact cause of the event could not be determined because insufficient information was provided.  Additional information including pathology reports, operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
It was reported by sale rep that surgeon informed patient need to go for change of insert due to infection.